Event description:
It was reported the patient was experiencing pain at the ipg site. Physician indicated he felt the patient would benefit from an ipg that was smaller in size. To address the issue, surgical intervention was undertaken during which the ipg was explanted and a smaller ipg was implanted.